Manufacturer narrative:
Investigation details: the investigation was completed. The device was also compared to a reference device. There was no non-conformances observed with the device. The complaint is not confirmed. A lhr review cannot be performed because the lot number was not provided by the hospital.

Event description:
The hospital reported that when the actuation button was deployed, it was thought that the tip deployed too far. The surgeon used a clamp to explore potential damage to the aorto. There was no problem with the hole, and the anastomosis was completed with the clamp in place.